Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System brakes are not working. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation results: this device is an older system with the cast metal base and old style brake assembly. This was a case where the brake linkage became disconnected. The customer service engineer reconnected the linkage, and applied threadlock. There were no parts broken, or replaced to fix the issue.

Event description:
Additional information was received and it was reported that after the echocardiogram procedure, it was found that the system brakes were not working and there was a piece of metal that came off. Since the reported phenomenon was noted postprocedure, the patient's data was not lost and there was no need for a repeat study. There was no patient or user injury reported. The ultrasound system was out of service for 1.5 days. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update the brand name of the device (see section d1), provide additional initial reporter information (see section e1), correct device evaluated by manufacturer (see section h3), provide additional device code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.